Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: confirmed the text on the display screen is starting to become dim/faded and discolored. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported a display issue: pixel color change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).